Event description:
Healthcare professional reported via regulatory agency "rupture with intracapsular diffusion of silicone", "silicone perspiration" and "color modification". Later healthcare professional reported "intracapsular rupture (reason for surgery), silicone perspiration, change of device¿s color, capsular contracture (baker grade I: breast¿s shape and suppleness are normal)" via MRI, ultrasound, and mammography. This record is for right side. Device was explanted and replaced.

Manufacturer narrative:
Clarification to b3: partial date of (B)(6) 2025 provided. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases, wear abrasion, non penetrating nicks) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported via regulatory agency "rupture with intracapsular diffusion of silicone", "silicone perspiration" and "color modification". Later healthcare professional reported "intracapsular rupture (reason for surgery), silicone perspiration, change of device¿s color, capsular contracture (baker grade I: breast¿s shape and suppleness are normal)" via MRI, ultrasound, and mammography. This record is for right side. Device was explanted and replaced.